Event description:
During use in surgery the device failed due to being drilled into a metal anchor. The surgeon was trying to repair a slap lesion with a 2.8 mm twinfix metal anchor. The suture broke on the twinfix metal anchor. The surgeon tried to use a suretac to finish the repair. He accidently drilled in the same area and hit the anchor. The broken drill bit was removed and the metal shards were flushed from the joint using a pump. The surgeon implanted the suretac in a different location. Case was completed successfully.